Event description:
Essure coil migrated from my right fallopian tube into my uterus resulting in a full hysterectomy because of pain and bleeding. Do you have a picture of the product? Yes. FDA safety report ID# (B)(4).